Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported being admitted to hospital on (B)(6) 2018 due to hypertension. Upon follow up with the patient's nurse it was stated that the patient was discharged and continued with peritoneal dialysis therapy without any issues.

Manufacturer narrative:
Additional information: patient codes, clinical investigation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Clinical investigation: a temporal relationship exists between ccpd therapy with the liberty cycler, the liberty cycler set and the patient event(s) of confusion, hypertension, stomach upset, leg cramps and vomiting which warranted inpatient hospitalization on (B)(6) 2018 through (B)(6) 2018. The medical records indicate the patient¿s upset stomach is a chronic condition, and although the etiology of the vomiting is unknown, it is known that gastrointestinal complications commonly occur in patients with esrd (2). The etiology for the event(s) of confusion and leg cramps is unknown. The etiology for the hypertension is unknown, however there is a high probability the hypertension is due to non-compliance with medication and missing pd therapy for two days. It is known that non-compliance to medication and pd therapy leads to poor outcomes (3). At the time of this clinical investigation, there is no evidence or documentation the liberty cycler and/or liberty cycler set having caused or contributed to a serious patient adverse event(s). The manufacturing product investigation could not duplicate the alleged alarm. Should additional information become available this clinical investigation will be re-evaluated accordingly.